Event description:
A surgeon reported no change in cylinder following intraocular lens implant surgery. The same lens model was used for both eyes, but problems were only identified with the left eye. Lens was rotated 15 degrees clockwise in 2006 without improvement. A photorefractive keratectomy (prk) was performed on approx three months later. The pt's uncorrected visual acuity (ucva) improved from 20/100 preop to 20/60 four days postop. Final ucva will not be known until the pt's next postop examination. A copy of the pt's chart and the pt's current status have been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.